Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose that day was above 600 mg/dl with extreme drowsiness and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. During troubleshooting, it was reported that the patient was using the bolus menu screen incorrectly and could not deliver a bolus. There was no allegation or indication of a device malfunction. This complaint is being reported because the reported health event was attributed to a reported use error.